Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci), stent damage occurred. The pci was reported as difficult, the lesion in the left anterior descending artery (lad) was described as severely tortuous with a significant bent superior to 90 degrees. A promus element stent 3.50x28mm was deployed with some proximal struts in the aorta. The stent was running from the proximal lad into the left main. When trying to introduce a nc balloon for post dilatation, the guideliner and guide catheter moved forward into the proximal portion of the stent causing the deformation. The lesion was rewired and another stent was placed. Two other stents could not cross due to the tortuosity. It was reported that the procedure was successfully completed with a different device. The patient remained stable and no complication has been reported.